Event description:
During a tubal ligation procedure while using the falope ring band applicator, the fallopian tube was cut when the jaws were retracted back into the instrument. There was no patient harm or prolonged hospitalization.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.